Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03-nov-2023. Lot 2303284: (B)(4) items manufactured and released on 28-mar-2023. Expiration date: 2028-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other implant involved, batch review performed on 03-nov-2023: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115). Lot 2207392: (B)(4) items manufactured and released on 05-jul-2022. Expiration date: 2027-06-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.